Event description:
No additional information on the reported event.

Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number: ep-200152 lot number: 018720 brand name: act artic e1 hip brg 28x46mm; catalog number: 110010248 lot number: 6819528 brand name: g7 acetabular shell; catalog number: 110024465 lot number: 957500 brand name: g7 liner; catalog number: 0062506530 lot number: j6874858 brand name: bone screw; catalog number: 0062506520 lot number: 64589781 brand name: bone screw. Multiple reports were submitted along with this report 0001825034-2021-01613. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 1 month post implantation. Attempts have been made and additional information on the reported event is unavailable.